Event description:
The following description of the event was documented by a viasys tech support specialist in response to a phone conversation with a user facility representative; "received a page from the rental dept to call this customer. Called and spoke to (B)(6). He stated that this unit does not have any audible alarms. He said that they noticed that when they were trying to set the alarms for the map, the unit wouldn't alarm when the alarm conditions were met. He said that there are no audible alarms also for anything else." The following description of the event was copied from a letter from the user facility in response to a letter sent by viasys requesting additional information; "no audible alarm visual alarm only. Alarms [settings] changed to try to make alarm. [Patient] expired [date]? - pt did not expire due to malfunctioning of alarms".

Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on information provided by the user facility via phone conversation(s) and written response to a letter from viasys requesting additional information. (B)(4) -the user facility did report the patient later died, but the death was not due to the device malfunction. (B)(4): the device was evaluated by (B)(4) (third party service company) and they were unable to reproduce the reported event. Thus no root cause was determined. Their service tech ran the device through a complete calibration and checkout to ensure that it meets all factory specifications. Upon completion the device was returned to the rental pool to be placed back into rental service.